Event description:
On 2-9-00 at approximately 1850, the pt attempted to get out of bed without assistance. The pt fell, sustaining a left hip fracture, which required surgical intervention. A bed alarm was on the bed, plugged in, turned on, but did not alarm. It worked earlier and after event.